Event description:
It was reported that this pacemaker system with two non-boston scientific leads, exhibited noise oversensing on the right atrial (ra) and right ventricular (rv) channel. As a result, there was pacing inhibition and six seconds of asystole. Testing was performed and noise was found during the isometric test. No additional adverse patient effects were reported. This pacemaker remains in service.